Manufacturer narrative:
Eval summary: with the available info, probable cause for pt's pain post revision surgery cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional info be received, the complaint will reopened.

Event description:
It was reported that the pt is experiencing pain.